Event description:
It was reported that during a gastrectomy procedure, an abnormal sound was heard from the jaw when the device was fired. As the jaw was caught in something, it was difficult to open the jaw. Although the device was used 6 times to fire, the device stopped working. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
This (B)(4) cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that a balloon burst below rate burst pressure during an attempt to implant a 3.5mm x 33mm cypher select plus (B)(4) stent. The patient was admitted with a 90% lesion in the mid left anterior descending branch. The lesion was pre-dilated and a 3.5 x 33mm cypher select plus stent was delivered to the lesion, without friction. The cypher was inflated to 7atm and the balloon ruptured. The rupture was confirmed as contrast medium leakage was seen via angiography. Therefore, the stent delivery system was retrieved from the patient and post-dilation was conducted to further dilate the cypher stent. The procedure was successfully completed without report of patient injury and the device was returned for evaluation. One non sterile cypher select+ 3.50mm x 33mm was received coiled inside a plastic bag. The sds was bent, kinked and dented. The stent was not received. The balloon had already been inflated. A stop cock was received attached to the hub. Pressurized water was applied to the catheter using an indeflator, no leak was observed, the balloon could be inflated; the pressure was remaining and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was not confirmed, as the failure could not be reproduced during analysis. As the complaint could not be confirmed it is not possible to determine what factors may have contributed to the difficulties reported by the customer. There is nothing to indicate that there is a design or manufacturing related issue therefore, not corrective action is needed.

Manufacturer narrative:
The following products were used during the procedure: a boston scientific inflation device, a rinato guidewire, a 7f launcher guiding catheter, a terumo sheath a 3.0 x 15mm fire star balloon catheter and a 4.0 x 10mm hiryu balloon catheter. This (B) (4) cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted with a 90% lesion in the mid left anterior descending branch. The lesion was pre-dilated and a 3.5 x 33mm cypher select plus stent was delivered to the lesion, without friction. The cypher was inflated to 7atm and the balloon ruptured. The rupture was confirmed as contrast medium leakage was seen via angiography. Therefore, the stent delivery system was retrieved from the patient and post-dilation was conducted to further dilate the cypher stent. The procedure was successfully completed. There was no patient injury reported. The physician did not indicate any anomalies prior to use.